Event description:
The customer reported that the system would display an images photo time error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the automatic exposure control cable. The system was tested and found to be working as intended and put back in service.